Event description:
It was reported by service report that the cot could not be raised/lowered due to the release handle assembly being stuck. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Manual release handle assembly.